Manufacturer narrative:
Additional information / investigation results will be provided in a supplemental report, if available.

Event description:
An aesculap employee saw the post on (B)(6), that a shuntsystem was implanted in 2012 and possible the device prosa or progav. According to the complainant, the patient underwent a revision procedure due to occluded catheter. Additional information was not provided but has been requested.

Manufacturer narrative:
No sample available for investigation. On (B)(6) 2021 we received the information about the incoming complaints for the p progav® shunt system. We have not received any product data. Manufacturing data are not available, because no serial number or lot number are present. Result : an investigation was not possible because no product was send in for investigation. It is possible that protein deposits inside the valves affect the function of the shuntsystem and have led to a malfunction. As described in scientific literature, the problem encountered is one of the known, inevitable risks of hc-therapy by shunt implants. However, we cannot finally clarify what influenced the malfunction, as this would require an examination of the valve. From our point of view, no further regulatory actions are required.